Event description:
It was reported that during prophylactic generator replacement surgery, the surgeon noted some cream-colored discoloration in the lead near the lead pin. Follow up with the company representative revealed that the surgeon was unsure, but speculated that there was a cream-colored fluid inside the insulation. There were no infections noted or observed. The surgeon inspected all of the visible lead for damage and none was observed. Multiple diagnostic tests were ran and all were within normal limits. The surgeon determined that the lead could be left in. No additional relevant information has been received to date.